Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and legal manufacturer's final investigation results. Updated fields: d10, g3, h2, h3, h4, h6, h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: faulty connector. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 13 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an error display- e216 (scope communication error) incompatible scope error message. The issue occurred during preparation. There were no reports of patient harm.

Event description:
It was reported the camera head had an error display- e216 (scope communication error) incompatible scope error message. The issue occurred during preparation. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.